Manufacturer narrative:
The insulin pump received with constant critical pump error alarm after battery installation and unable to download. Problem isolated to electronic assembly. Unable to confirm a broken force sensor due to critical pump error alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed pump error and critical pump error. Blood glucose was unknown at time of incident. Troubleshooting was performed. Device is expected to be returned for analysis.